Event description:
Caller reported a malfunction on the pump, identified as malf 12. There was no reported adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, assisted the caller in the reset process, and ensured the malfunction did not recur. Caller was advised to continue using the pump and to call back if the malfunction recurs, which the caller acknowledged and understood.